Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the error patterns detected indicate a cause due to excessive use. The reported error descriptions were most likely due to the effect of a large mechanical force caused by an impact or fall. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 12°, hd, autoclavable had a blurry image, the scope was crooked, there were many broken filaments in the guide beam, the blue ring was loose, and there was a numbered ring. The event occurred during a therapeutic laparoscopic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.